Manufacturer narrative:
(B)(4). Device was not explanted during same day revision procedure. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: january 6, 2015 - expiration date: october 31, 2019. Review of the device history records (DHR) and the raw material indicates there were no issues with the endplate or manufacturing discrepancies relevant to the complaint of ¿no reported product problem.¿ prodisc superior endplate ¿ pdl-m-sp06s ¿ lot #7797735. The inspection sheet showed two (2) parts failed for visual non-conformance. Inspection sheet showed all parts passed visual and dimensional inspection requirements. Supplier ¿aps¿ initiated an ¿incoming defect report¿ (idr) for visual non-conformances on 28 of 28 parts prior to coating. Parts were processed normally and evaluated at incoming inspection. Inspection sheet showed all parts passed visual and dimensional inspection requirements. Inspection sheet showed all parts passed visual inspection requirements. The work order indicates that one part was scrapped at operation #132 (passivation) for a visual non-conformance. Review of the operator inspection sheet indicates that this was the first lot packaged of the day. Review of inspection sheet shows that the qc check was performed and parts met process requirements. The packaging label log showed that the required labels were present and met requirements. The DHR release check lists did not show any non-conformities. Raw material ¿ 41030 ¿ lot #4789792. The receipt traveler was reviewed for correct type, size, grade, shape, jde #, lot #, and heat # - no discrepancies were found. Review of the inspection sheet showed that the material conformed to all dimensional, chemical content analysis, recertification specifications. Packing lists contained the correct type, size, and heat number. Review of the vendor certification showed that the material was processed per synthes specifications. The DHR review check lists did not show any non-conformities. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided images were reviewed by the manufacturer and it was noted that no significant failure regarding the device position and the device components could be identified. Due to the artifact and limited information, it is difficult to establish the relationship between patient symptom and the implant.

Event description:
It was reported that a patient implanted with a prodisc-l implant was experiencing pain postoperatively. It was reported that a patient was implanted with a prodisc-l implant at l5/s1 on (B)(6) 2015. The surgery went well; there were no complications. Two and a half (2.5) hours after the case, however, the patient woke up with left leg weakness and left ankle weakness. The surgeon sent the patient for a CT monogram and consulted with another surgeon who is experienced with the prodisc-l. The surgeon decided to re-operate on the patient and performed a posterior decompression later that same day on (B)(6) 2015. The prodisc-l implant was not explanted. The surgeon does not have plans to remove the implant at this time. The surgeon wants to wait to see how the patient responds over the next few days. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided it was reported that the patient's symptoms resolved a few days after surgery.